Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial # unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. Patient reported that when they had to redo this one they had to do new leads and put it through his ribs and he had 80 or something staples. Patient confirmed this was the implant that was implanted on (B)(6) 2008. Patient reported it depleted very quickly and stated the battery died sometime in 2009 before it was changed out in (B)(6) 2009. Patient stated that when the ins depleted he was on crutches again and his leg would freeze and he would have no circulation and the pain was excruciating. Patient reported dissatisfaction with ins. Patient reported he was referring the ins that depleted in 2009. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient mentioned that last time the health care professional (hcp) went in for a battery replacement they had to replace "everything in his spinal cord (leads)" because it would not connect to the new battery . Patient said his previous implant was a "rechargeable battery" and it went dead after 6 months so they went back in (B)(6) of 2009 and put his current ins. No patient symptoms or complications were reported in this event.